Event description:
A healthcare facility in the united kingdom reported that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4) method: the subject rt265 breathing circuit was not returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the healthcare facility additionally reported that the tubing was loose and damaged, resulting into not fitting to the ventilator properly. Conclusion: without photographs and the return of the subject device, we are unable to confirm the cause of the reported event. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage.